Manufacturer narrative:
One 3i t3® with dcd® non-platform switched tapered implant 4 x 10mm (bnst410) was returned for investigation. Visual inspection of the as returned product identified some signs of use but no signs of malfunction that contributed to the event. Product matched print specification where measured (caliper ID: cal1831 due: sep 2, 2022). Functional testing to recreate the reported event could not be performed due to the nature of the event. Pre-existing condition noted on the per was type ii (moderate) bone density. The implant had been placed on tooth #28 (universal) and removed same day. X-ray & picture evaluation: x-ray or picture images were not provided. Review of appropriate documentation: document reviewed: biomet 3i dental implant IFU (p-iis086gi) rev h ¿ july 2021. Information identified: warnings, precautions and potential adverse events. DHR review: DHR review was completed for the subject lot number 2019051683. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (2019051683) for similar event using keywords unable to place, primary stability, functional other, buccal, lingual, mesial, medial, labial, orientation, migration, and malpose. And no other complaints were identified. Post market trending review: december post market trending was reviewed and there were no actionable events or corrective actions for the reported event (functional: other) or product (bnst410). Therefore, based on the available information, device malfunction did not occur and the reported event was non-verifiable.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight not provided.

Event description:
It was reported that the implant would not thread into osteotomy. After 4-5 attempts, the doctor was able to complete the procedure using another 4x10 3i implant. Tooth #28